Manufacturer narrative:
Supplemental report to reference related manufacturer report nos: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10295, 2015691-2023-10296, 2015691-2023-10297, 2015691-2023-10298, 2015691-2023-10300, 2015691-2023-10301.

Event description:
As reported by our affiliates in germany, through the review of the medical article: ''long-term follow up after transfemoral transcatheter aortic valve implantation in lower risk patients using the balloon-expandable bioprosthesis: gender-dependent outcomes'', corresponding author dr. Dritan useini from heart center bergmannsheil, multiple events were identified. Data of 103 consecutive patients with symptomatic severe aortic stenosis undergoing tf-tavi using the edwards sapien 3 were analyzed in a single-center study. The following events were identified: two patients had ''all-stroke'' as a thirty-day outcome. No additional information was provided.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. The dates of the events are unknown; however, the article was accepted for publication on 28th of november, 2021. Therefore, the 'submission for publication date' was used as the occurrence date. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, this event may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: useini, dritan et al. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis.'' Gerontology & geriatric medicine vol. 8 23337214211073246. 19 jan. 2022, doi:10.1177/23337214211073246 h3 other text : literature reported event, no indication of device return